Event description:
It was reported that the cassettes are leaking. No patient was involved.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The root cause of the reported issue was found to be that the bag sealer machine was causing a weak seal condition on the joint of the tube with the bag. A secondary root cause is that procedural testing was not followed per requirement. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07799 is no longer considered reportable, please disregard any MDR reports associated with it.